Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg had migrated and caused pain at the pocket site. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced with another manufacturer's system.